Event description:
The coil was returned for analysis and the device investigation revealed that the subject coil prematurely detached/separated during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was found that the main coil was returned protruding out of the catheter tip, the main coil was seen to be kinked/bent and stretched, the main coil was seen to be detached/separated. During functional inspection, the main coil was removed from the catheter and the functional analysis could not be carried out due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed during analysis, however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that when attempting to place the coil, the delivery wire and the distal tip of the sl-10 microcatheter became entangled. The coil was removed together with the entire microcatheter, and both coil and microcatheter were replaced with the new devices. During analysis, it was discovered that the main coil was seen to be kinked, stretched, and detached from the delivery wire, and the coil delivery wire was not returned for analysis. An assignable cause of procedural factors was assigned to the as reported defect ¿device interaction with another device¿ and the as analyzed ¿main coil kinked/bent¿, ¿main coil stretched¿ and ¿main coil prematurely detached/separated during use¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.